Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump stopped delivery and had a pump error. Customer stated that she had to reset the time on the pump. Customer's blood glucose was 9.6 mmol/l. Customer had multiple pump error alarms on the pump including alarms for the post-reset ram crc, power system error, unexpected hardware reset, history pointers failed, invalid trace pointers, and the power supply test failed during self-test. Customer reported that the pump error did not occur during the rewind/load reservoir/fill tubing process. Customer got a change battery alarm last night. Customer stated that when she got the delivery stopped message, she reloaded her pump since it told her to but she had a half of a reservoir full. Customer reloaded her pump anyway and it fixed the issue. Customer performed a self test and a pump error appeared. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test. The pump alarmed trace pointers are invalid, history pointers failed, and post-reset ram crc alarm immediately after battery installation, power supply test failed during self-test during self test, and power error alarms are found in the downloaded traces due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the insulin pump was monitored and is functioned properly.